Event description:
The company was info that the pt developed an infection at the implant site. The pt experienced pain and oozing. The pt was treated with a course of oral antibiotics (type unk) and triple antibiotic ointment (type unknown) as the oral antibiotics made the pt sick. The pt is reportedly healing but still sore with a small bump. Advanced bionics is in the process of gathering more info and will submit a supplemental report once more info is received.